Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97792, product type: accessory. Product ID: 97792, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis of the ins found that the ins was functionally okay with no significant anomalies found. Analysis of the leads (va0yd4f018 and va0y50v026) found that both leads had conductor body breaks at the anchor site. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the entire neurostimulation system, lead and implant, were removed because the ¿stimulator in his body went out.¿ it had malfunctioned in some way and that he had called his doctor and they shut it off at that point. The patient reported that they had sent in the components for analysis and were still trying to figure out what went wrong. He had a whole brand new system put in his body and they turned the system on today, (B)(6) 2016. The pain started about a month ago in (B)(6) 2016 and the system went out the same month. A manufacturing representative (rep) later reported that there was a change of therapy and the cause was unknown. The patient attempted to make an adjustment with the programmer from ¿180 up to 5 something¿ and a power on reset (por) occurred. They then replaced the system. There was no trauma or fall. The patient had recovered completely. The patient was feeling stimulation and the system was functioning normally.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 97792, serial # unknown, product type accessory; product ID 97792, serial # unknown, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(4) 2016, product type lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The ins (s/n: (B)(4)) and leads (s/n: (B)(4)). Ins (s/n: (B)(4)) and leads (s/n: (B)(4)).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.